Event description:
Customer stated that scissors tore a pt's vessel during use. The customer stated that the scissors were dull and blunt.

Manufacturer narrative:
Investigation is currently in process. A follow-up report will be submitted when the investigation is completed. Device evaluated by MFR. The medical device has been received and is being evaluated. Device MFR date: lot# qq7= 05/07.